Manufacturer narrative:
While a temporal association exist between fresenius products and the event of peritonitis there is no documentation that shows a causal relationship between fresenius products and the event of peritonitis and subsequent hospitalization. The likely causative agent is the pd catheter as it was removed which necessitated the patient to be transitioned to hd therapy.

Event description:
Source documents in the complaint file were clinically reviewed. It was reported that this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy complained of a slight fever and not feeling well during ccpd treatment. The patient was taken to the emergency room and admitted with peritonitis. At some point during the hospitalization his peritoneal dialysis (pd) catheter was removed and the patient was transitioned to hemodialysis as he no longer had pd access. The source of infection and subsequent treatment and hospital course is unknown. The patient was discharged (date of discharge and destination unknown).

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called for help with cancelling treatment because he was not feeling well and wanted to go to the emergency room. His wife reported that the patient had been feeling sick and forgot how to use the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not feeling well and was taken to the emergency room (ER) on (B)(6) 2016. The patient was admitted as he was diagnosed with peritonitis. Per rn the patient reverted modalities to completing hemodialysis treatments as they had removed the patient's pd catheter. The rn stated that the patient did not have symptoms of abdominal pain, and later he complained of a slight fever and feeling sick and that was when he went to the ER. The rn was not aware of the source of infection, treatment and the outcome of the patient nor has any information if a culture test was performed. Additional follow-up on 10/18/2016 revealed the patient had been discharged from the hospital and was on hemodialysis. Per pdrn the intent for the patient was to revert back to peritoneal dialysis therapy after a couple of days as the pd catheter had previously been removed.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called for help with cancelling treatment because he was not feeling well and wanted to go to the emergency room. His wife reported that the patient had been feeling sick and forgot how to use the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not feeling well and was taken to the emergency room (ER) on (B)(6) 2016. The patient was admitted as he was diagnosed with peritonitis. Per rn the patient reverted modalities to completing hemodialysis treatments as they had removed the patient's pd catheter. The rn stated that the patient did not have symptoms of abdominal pain, and later he complained of a slight fever and feeling sick and that was when he went to the ER. The rn was not aware of the source of infection, treatment and the outcome of the patient nor has any information if a culture test was performed. Additional follow-up on (B)(6) 2016 revealed the patient had been discharged from the hospital and was on hemodialysis. Per pdrn the intent for the patient was to revert back to peritoneal dialysis therapy after a couple of days as the pd catheter had previously been removed.